Manufacturer narrative:
Pump passed the rewind, basic occlusion and displacement test. Pump was received stuck in motor error loop during bolus/basal delivery. Unable to perform the excessive no delivery test and occlusion test due to motor error alarm. The motor was tested outside of the device and passed. Pump was received with cracked case at the display window corner,cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 127 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been provided with this report.